Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not calculating the correct recommended dosage when blousing with the meter. The reporter stated that the rates used for calculating a bolus were changed inadvertently and not by the patient or the health care practitioner. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: a review of the pump¿s settings showed that the insulin sensitivity factor was set to 10mg/dl with a target bg of 130mg/dl. Using patient settings programmed an ezbg bolus from a test meter for 345mg pump correctly recommended a 21.5 unit bolus. The complaint could not be verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.